Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was blank and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore; the malfunction was observed and the electroluminescent display was replaced. The device was recertified and returned to the customer. The electroluminescent display was returned to zoll medical us; the faulty display was confirmed. Analysis for reports of this type has not identified an increase in trend.